Event description:
The account alleged that the motor power off led will not turn off on the bed when the account investigated, fluid was found on the power supply board.

Event description:
Caller reported that, at a time when the customer had symptoms of hypoglycemia, aviva system gave a blood glucose result of 683 mg/dl, then the meter displayed an error within specifications, was unavailable for use. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". Customer's husband called an ambulance, the staff of which tested the customer's blood glucose 25-30 minutes later as 37 mg/dl. They treated her with IV, transported her to hospital. Her blood glucose at the hospital 20-25 minutes later was 171 mg/dl. Customer was not admitted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.